Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy procedure, for the first reload used, the staples were coming out of the reload prior to firing. The second one there was poor staple formation. A surgical intervention was needed - they over sewed the staple line to fix the issue and complete the case. There was no patient injury.